Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection procedure, the balloon was distorted or an unusual shape. A stapler was also reported of not being able to fire. The surgeon was able to press the green button but was not able to squeeze thehandle. New balloon and stapler reload were used to resolve the issue in order to complete the case. There was no patient injury.